Event description:
Promus premier china registry clinical study. It was reported that patient experienced rise in cardiac troponin l (ctnl). In (B)(6) 2018, the patient was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the left anterior descending (lad) artery extending up to mid lad with 90% stenosis and was 38mm long, with a reference vessel diameter of 3mm. The target lesion was treated with pre-dilatation and placement of a 3.5 mm x 38 mm promus premier stent. Post dilatation was performed with 0% residual stenosis. One day post index procedure, the patient was noted with rise in ctnl. No action was taken to treat the event. At the time of reporting, the event was considered not recovered/not resolved. The following day, the patient was discharged on aspirin and clopidogrel.

Event description:
Promus premier (B)(6) registry clinical study. It was reported that patient experienced rise in cardiac troponin l (ctnl). In (B)(6) 2018, the patient was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the left anterior descending (lad) artery extending up to mid lad with 90% stenosis and was 38mm long, with a reference vessel diameter of 3mm. The target lesion was treated with pre-dilatation and placement of a 3.5 mm x 38 mm promus premier stent. Post dilatation was performed with 0% residual stenosis. One day post index procedure, the patient was noted with rise in ctnl. No action was taken to treat the event. It was confirmed the patient did not experience myocardial infarction. At the time of reporting, the event was considered not recovered/not resolved. The following day, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product.